Event description:
The customer reported approximately one fourth cup of fluid leaked underneath the coulter lh 780 hematology analyzer onto the countertop after the startup cycle was completed. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing through pinch valve (vl99) became disconnected at the stain pump. The fse reattached the tubing and the instrument performed without any leaks. The fse noticed that the platelet (plt) was failing during start up. The fse observed that the red blood cell (rbc) aperture was contaminated with protein buildup. The fse replaced the red blood cell (rbc) aperture housing and the platelet (plt) was performed within specifications. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).